Event description:
In 2001, pt underwent implantation of staar model cc-4204bf intraocular lens in their left eye. After the lens was inserted, the surgeon noticed a posterior capsule tear and performed a vitrectomy. The surgeon stated that he is not sure if the capsule was compromised before insertion. Therefore the cause of the injury is unknown.